Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that various issues, holes in tubing, leaking, adhering to itself.

Manufacturer narrative:
Correction: patient identifier, annex a code. H10: the customer reported - no roller clamp. One sample of material 2426-0007, lot number 25083169 was received. Upon initial visual examination, the set verified the complaint of missing component - roller clamp. The clamp had no sign of being attached to the set or being removed. The clamp appeared to not have been assembled onto the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The investigation was unable to trace the reported issue to the manufacturing process. The root cause is unknown. There is a potential root cause for the condition, related to set loading, please refer to your IFU for clinical practice.

Event description:
No additional information was provided.